Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump leaked. The issue was described as a cap on the pump tubing that did not close completely, resulting in a small loss of 5-fluorouracil and glucose. This occurred prior to patient use. There was no patient involvement. No additional information is available.